Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the reported issue of poor image quality could not be reproduced. The unit was set beside a known working unit and there was no problem with the image quality of the customer's equipment. See referenced complaint for additional failure investigation details. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. No other issues were identified with the equipment other than what has been reported in the referenced complaint. The prevue+ was serviced, qc tested, and returned to refurbished inventory.

Event description:
Customer reported system's ultrasound image is fuzzy/blurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system's ultrasound image is fuzzy/blurred.